Event description:
It was reported that this programmer had an unresponsive touchscreen. The programmer was restarted multiple times, but it made no progress. No adverse patient effects reported. This programmer was being returned. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria. This programmer was received by the investigating team, and the touchscreen not responding allegation has not been confirmed by testing or analysis. Touchscreen operated as intended and exhibited no unresponsive behavior, however the probable cause is consistent with the criteria for CAPA-00006695, that is a field report of an unresponsive touchscreen.

Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; touchscreen operated as intended and exhibited no unresponsive behavior. There were no error codes noted during analysis. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer had an unresponsive touchscreen. The programmer was restarted multiple times, but it made no progress. No adverse patient effects reported. This programmer was being returned. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.